Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the instrument jammed after the third staple. There was no patient consequence.

Manufacturer narrative:
H6; code 100: excessive cartridge weld flash. Visual inspections & results: head rotates; yes. Nose shroud cracked/broken; no. Staples in nose; yes (1 inverted). Staples in the track; yes. Trigger engaged with precock; yes. Functional tests & results; cycled instrument; yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed after the third staple" during surgery may have been due to excessive cartridge weld flash. The instrument was received with an inverted staple jammed in the cartridge nose and with the trigger partially cocked. The inverted staple was removed from the cartridge nose and the instrument was cycled and the first staple twisted in the nose. While removing the twisted staple, the cartridge nose weld yielded. The instrument was cycled and the staple twisted again. No further functional testing was performed due to the yielded cartridge nose weld. The cartridge was disassembled and there was excessive weld flash observed in the nose, which caused the staples to twist, jam, and invert in the cartridge nose. The excessive weld flash was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences.